Manufacturer narrative:
Device was not returned to medtronic for eval. Eval of immediate post-op x-rays and post-slippage lateral x-rays found that the comparison of the length of the bone screws pre/post slippage suggest that the connector was placed slightly over the screw end, resulting in bad contact between the connector and the screw and a poor tightening of the connection. In this configuration, further post-op loadings could result in the slippage off the screw.

Event description:
It was reported that 2 days after the pt underwent surgery for grade ii spondylolisthesis at l5-s1, the pt reported severe back pain. X-rays showed a slippage of the connector off the screw. The pt underwent a revision surgery to remove and replace with another spinal system. No further pt complications were reported.